Manufacturer narrative:
Patient weight not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a non-occlusive thrombus in the right internal jugular vein, with a repeated ultrasound the thrombus was resolved. No further information was provided.

Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: a direct relationship between the device and the reported thrombus could not be determined. The patient remained ongoing on support from vad-62906 until 25jun2019 when they underwent a pump exchange (addressed in MFR # 2916596-2019-03106). The patient remained ongoing on support from mlp-013262. Peripheral thromboembolic event is listed in the heartmate ii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. This section also contains information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section e2, e3: corrected information. Section a4: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.